Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a true ventricular arrhythmia that accelerated the patient's rhythm into the shocking zone. The first shock did not convert the arrhythmia. The second shock converted the rhythm. The physician opted to perform a defibrillation threshold (dft) test to determine if the polarity needed to be reversed. The dft gave confirmation to the physician to reverse the polarity. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a true ventricular arrhythmia that accelerated the patient's rhythm into the shocking zone. The first shock did not convert the arrhythmia. The second shock converted the rhythm. The physician opted to perform a defibrillation threshold (dft) test to determine if the polarity needed to be reversed. The dft gave confirmation to the physician to reverse the polarity. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced due to therapy upgrade. The device was returned for analysis.